Event description:
On (B)(6)/2009, the patient reported, she sees an air bubble in her insulin infusion device cartridge which was not there when she changed her cartridge. She said, she is unsure how long the cartridge had been in use but it was not changed today. She uses room temperature insulin to fill the cartridge and it is room temperature when she inserts the cartridge into her device. She does not adjust the piston rod to 310 units when changing the cartridge. The patient was assisted with successfully priming out the air bubble. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.